Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic. The reporter was unable to provide blood glucose readings from the subject meter. Based on statistical methodology, the calculated difference of these glucose results may have exceeded lifescan's criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.